Event description:
Procedure: proctectomy. According to the reporter: the procedure was completed without problem. After removing from the cavity, the seal part was found broken. No air leak occurred during procedure. Nothing fell into cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).